Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, mid left anterior descending artery that was moderately calcified and 99% stenosed. After deployment of a 3.5x12 mm xience v stent in the lesion, a proximal edge dissection was observed. A 3.5x8 mm xience v stent was used to cover the dissection successfully. There was no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.